Manufacturer narrative:
The initial MDR 2432235-2020-00458 was filed on 23-nov-2020. Additional information (2-dec-2020): the customer indicated that the falsely elevated carbon dioxide, concentrated (co2_c) test result was generated from cuvette number 101/cuvette segment f that was found to be faulty on (B)(6) 2020 during testing as per the customer bulletin regarding cuvette issues (skb0111142). Additionally, the customer stated that on this occasion segment e was incorrectly replaced, instead of segment f, and the co2 testing per ufsn achc20-05.b.ous passed though the faulty cuvette was still on the analyzer. After the customer obtained the discordant result on (B)(6) 2020 the customer performed the co2 testing per the ufsn again and this time cuvette segment f failed. Segment replacement is not tracked by the instrument therefore siemens headquarters support center (hsc) is unable to confirm that the customer incorrectly replaced the wrong segment as indicated. Instrument data shows there were reoccurring sample arm errors and autocheck failures related to a failure to detect drain water. While no definitive correlation could be made between these hardware concerns and the erroneously potential passing of cuvette segment f with elevated co2_c, the possibility of a potential impact could not be fully excluded. A siemens customer service engineer (cse) preemptively inspected the fittings and probe conditions for the reaction washer to ensure sodium hydroxide (naoh) was not leaking into the reaction ring. No abnormalities were discovered during the onsite inspection of this analyzer. The faulty sample probe was replaced and autocheck passed as did further co2 screening done as a post-service check. The cause for the passing specifications on a potentially incorrectly replaced e segment when segment f was still on the system is unknown. Siemens cannot definitively determine the cause of this discrepant result. Contributing factors such as instrument issues or operator error cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. Contributing factors such as instrument issues or operator error cannot be ruled out. The instrument is performing within specifications. No further evaluation of this device is needed. Section h10 adverse event problem codes were updated.

Manufacturer narrative:
Siemens reviewed the available data from the customer and found a potential use error had occurred. The customer had performed a cuvette check as per customer documentation and found that cuvette segment f had a faulty cuvette number 101. The customer replaced cuvette segment e, rather than cuvette segment f. Siemens is investigating this issue. An urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Ufsn achc20-05.c.ous and ufsn achc20-05.d.ous was issued march 18, 2020. The follow up ufsn achc20-05.c.ous provides additional instructions to a laboratory that utilizes comma "," separators (rather than period ".") To successfully evaluate the data and determine if cuvette segments are acceptable for patient sample testing. Ous customers who received ufsn achc20-05.b.ous released in february will receive achc20-05.c.ous with the additional instructions (they will not receive achc20-05.d.ous). The follow up ufsn achc20-05.d.ous provides the additional instructions to a laboratory that utilizes comma "," separators (rather than period ".") To successfully evaluate the data and determine if cuvette segments are acceptable for patient sample testing. In this case the additional instructions are intended for ous customers who have not received the achc20-05.b.ous (for various reasons such as translations in progress, authority interactions in progress, etc). These customers will be sent ufsn achc20-05.d.ous (in place of achc20-05.b.ous and achc20-05.c.ous).

Event description:
A falsely elevated carbon dioxide (co2_c) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was not reported to the physician(s). The sample was repeated on the same instrument, generating a lower result. The repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.